Event description:
Received a report of inability to give dopamine via the clave valve of the tubing set. The pt was admitted to the emergency dept in acute cardiac distress, not in a full code. The pt was stabilized and transferred to a tertiary care facility. Add'l pt and event info was requested, but no further info was available.